Event description:
It was reported that the syringe with attached sterile distilled water was used to inflate the foley catheter balloon but the sterile water leaked from the connection. The event happened just after placement and there was no balloon rupture or tear. The water leaked from the valve mentioned as backflow. No materials possibly contacted to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe with attached sterile distilled water was used to inflate the foley catheter balloon but the sterile water leaked from the connection. The event happened just after placement and there was no balloon rupture or tear. The water leaked from the valve mentioned as backflow. No materials possibly contacted to the catheter. As per the investigator notification received on 14dec2023, the complaint belonged to faulty syringe (syringe leakage issue).

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. This investigation does not require a DHR review due to a closure letter not required for this complaint. A labeling review is not required as the investigation was confirmed related to supplier issue. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.